Manufacturer narrative:
Subsequently, a revision procedure took place. It was noted that the rv lead possibly experienced a sub-clavian crush causing high shocking impedances to be recorded. The rv lead was capped and buried and replaced. A new device was also implanted. The explanted ICD will be returned for analysis.

Manufacturer narrative:
At this time the system remains implanted should additional information become available this event will be updated.

Event description:
Boston scientific received information via a phone call that during a follow up of this implantable cardioverter defibrillator (ICD) measurements of low shocking impedances and high shocking impedances were noted. The device also triggered elective replacement indicator (eri) and the customer wanted to know if out of range shocking impedances were the result of the device triggering eri. No adverse patient effects were reported. Technical services discussed that it appears that there is no issues with the device and suggested checking the right ventricular (rv) lead integrity before implanting a new device. A possible issue with the leads was suspected. No adverse patient effects were reported.